Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/11/2021 h.6. Investigation: customer returned (1) loose 3/10cc, 8mm syringe. The returned syringe was examined and exhibited the same condition as shown in the photos. Customer returned images of a single 0.3ml syringe. The black rubber stopper at the distal tip of the plunger is warped on one side, leaving it uneven inside the barrel of the syringe. Due to the batch being unknown, no DHR review can be completed. Based on the images and sample received, bd was able to confirm the customer¿s indicated failure of damage to the rubber stopper. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had a deformed stopper. The following information was provided by the initial reporter : the customer reported that the stopper was deformed.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter fax# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had a deformed stopper. The following information was provided by the initial reporter : the customer reported that the stopper was deformed.